Manufacturer narrative:
The device was not available for evaluation. It was reported that a screw backed out past the locking mechanism at the bottom level of a 2 level, 30mm resonate plate at c5-c7. The original surgery date was (B)(6) 2024. The back-out was discovered 8/13/2024. In the images provided, the screws appear to be fully seated in the intra-op image. The image from 8/13/2024 shows 2 - 3 millimeters of a screw head being proud of the plate at the bottom level. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. There was no adverse effect to the patient. This evaluation determined that this failure was within expected risk; therefore, no further actions are required. No determinations can be made as for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.